Manufacturer narrative:
Event site name:(B)(6) the device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated that paint was flaking off on fork and suspension arm.